Event description:
The customer reported the live image went white and system displayed an ma error. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system, and replaced the video controller pcb. System operates as intended. This MDR is related to ge healthcare complaint.